Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was nervous after surgery so they didn't remember anything about using the programmer. The patient stated they were sore from surgery so they couldn't reach back and use the programmer to connect to the implant. The patient was directed to call back when someone was there to help them. No further complications were reported. Additional information from the patient on (B)(6) reported that she hurt really bad when she laid down. The patient noted it felt like pins and needles everywhere, and it was so bad when she tried to sleep on (B)(6) she got up and slept in a chair. The patient was able to bring up the settings, stimulation was on, program 2 at 0.7 v. When the patient tried to decrease the patient programmer went to poor communication on the patient programmer. It was noted the patient was recently implanted and had swelling and bandages present. Additional information reported on (B)(6) 2017 that patient "flopped over into the car" a day prior to this call. The patient stated that when she did this something hurt her back bad. Patient stated she thinks that she moved her implantable neurostimulator (ins). Patient stated that something hurt her but then it stopped hurting. Patient stated that it did not hurt anymore just sore at the implant site. The patient reported she had not had a return of symptoms. It was noted that ins was turned on and was on program 2 at 0.4 v. The patient has an appointment with her healthcare provider (hcp) at the end of september but will see him sooner if her implant site stays sore. Caller stated she was going to give it a couple days. Patient stated that she did not always feel her stim and says that its real faint. Caller wants to turn it up. No further patient complications have been reported because of this event in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the surgeon felt that the pain issue was related to normal post implant surgical pain since the pain occurred less than 24 hours post-op. Representative was able to walk the patient through using the programmer over the phone. It seemed that she wasn't holding the antenna over the implant, because communication was established and she was able to adjust the stimulation while rep was on the phone with her. It was noted that the issues of pain, feeling of needle pins and poor communication screen was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The circumstances that led to the "flopped over into the car/did this something hurt their back bad/thinks that she moved her implantable neurostimulator (ins)/sore at implant site was the patient sat down harder than usual and hurt their back for a second. No steps were taken to resolve the event. The patient has an appointment with their healthcare provider (hcp) around the end of september. No further patient complications have been reported as a result of this event.